Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. An examination of the returned device identified that the deployment (stainless steel ) handle was pulled back too far resulting in the crimped stent being pulled further proximally inside the blue exterior shaft. The tip was missing. The exposed inner shaft was kinked at 6.9cm distal to the stainless steel handle. The damage identified during analysis are consistent with the application of excessive force. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed through the guide catheter. The detached catheter tip noted during investigation was lost in the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac vein. A12x90/8fr wallstent endoprosthesis was advanced to treat the lesion. However, the stent could not move forward to the lesion. The physician pulled back the device and noted that the tip of the stent itself was kinked. No patient complications were reported and the patient's status was stable.